Event description:
On (B)(6) 2012, the lay user/patient's daughter (reporter) contacted lifescan (lfs) (B)(4) alleging that her mother's onetouch veriopro meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in (B)(6) 2012. In addition to oral medication (two tablets of 'novomore' per day; dosage unknown), the reporter stated the patient also manages her diabetes with diet and/or exercise; however, the patient reportedly did not take any action in response to the reported meter issue. The reporter also denied the patient developed any symptoms as a result of the alleged issue. According to the csr's documentation, on (B)(6) 2012 the patient reportedly was advised by her health care professional (hcp) via phone to triple her medication and administer 6 tablets per day (the reason for the change in regimen is not specified) and on (B)(6) 2012 the patient reportedly tested with her physician's meter; however, the patient's blood glucose reading is not known. During troubleshooting, the csr noted the patient was not using the subject meter for the first time; the vial of test strips have not been opened longer than the discard date, expired, or store improperly; the patient's testing technique is correct (per owner's booklet recommendation); and the test strip was drawing the patient's sample completely. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The reporter denied the patient developed any symptoms because of the alleged meter issue. There is also no evidence the patient received treatment for an acute complication for diabetes.

Manufacturer narrative:
The test strips involved with this complaint have been returned to lfs on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips passed testing with no faults found. The primary compliant was not confirmed. The meter has also been returned to lfs, however, the investigation has not yet been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.